Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash had changed. There was no report of death, serious injury or mistreatment. The meter has been returned; testing is underway.